Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause nor contribute to the reported issue. The initial report was sent in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - vanguard ssk/360/da 360 femoral left - with screw. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535 - 2017 - 00001.

Event description:
It was reported that following total knee arthroplasty, the patient was revised due to migration of the femoral screw. The tibial bearing was revised due to damage caused by the screw. Attempts have been made and additional information on the reported event is unavailable.